Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not reviewed as the serial number of the iabp was not reported. At this time getinge service has not been requested. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
A health professional at the facility was speaking to a getinge sales manager and he mentioned they were having a problem with one of their cardiosave intra-aortic balloon pumps and the battery. The facility services their own iabps. It is not known under which circumstances this event occurred. However, no patient involvement or adverse event was reported.

Manufacturer narrative:
Corrected: (iabp was erroneously reported as a cardiosave in the initial emdr. It is in fact a cs300 (B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and replaced the batteries and the plastic luer fitting on the intra-aortic balloon input to the condensate removal module as it was worn. The stm then completed full functional verification and the iabp passed all testing. It was then returned to the customer for clinical use.

Event description:
A health professional at the facility was speaking to a getinge sales manager and he mentioned they were having a problem with one of their cs300 intra-aortic balloon pumps and the battery. It is not known under which circumstances this event occurred. However, no patient involvement or adverse event was reported.